Manufacturer narrative:
Correction to supplemental (1) report in block: b5.

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. The patients dbs system was programmed, and the patient was deriving a benefit from it. Additional information was received that the patient experienced a right-sided peri-lead within two weeks of surgery. These complications were effectively managed and resolved through the administration of corticosteroids. Additional information was received indicating that the right-sided peri-lead edema persisted for a duration of approximately one week to one month prior to resolution. Initial symptom improvement was observed within 5 to 7 days following the onset of treatment.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient experienced a bilateral edema within two weeks of surgery. These complications were effectively managed and resolved through the administration of corticosteroids.

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient experienced a bilateral edema within two weeks of surgery. These complications were effectively managed and resolved through the administration of corticosteroids.